Event description:
A customer reported a temperature alarm with their pump while charging, but the device was not exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. To resolve the issue, customer technical support initiated a replacement process for the in-warranty pump. The customer agreed to use multiple daily injections as a backup method and understood instructions for putting the pump into storage mode before returning it to tandem using a pre-paid label.